Event description:
Device malfunction: stent dislodgment. Time of malfunction: during the procedure. Symptoms/ae: snare removal of dislodged stent. It was reported that an omnilink stent came completely off of the balloon while it was being placed at the target lesion in the iliac artery. The stent was successfully snared and removed from the body. There was no adverse pt sequela. Though requested no additional information was provided.

Manufacturer narrative:
(Off label vascular use). The customer reports the device was discarded. A root cause for the dislodgment of the stent could not be determined based on the described event. Stent dislodgement can be affected by numerous factors including, but not limited to, device placement technique, predilatation strategy, guide wire support, pt anatomical morphology and pt disease state. The instructions for use states that the device is intended for palliation of malignant strictures in the biliary tree. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.